Manufacturer narrative:
(B)(4),

Event description:
It was reported that an alert for non-sustained rv oversensing was received via remote transmission. Review of the episodes, shows lead noise as well as an episode of possible myopotential oversensing and further testing was recommended. The patient was brought into the clinic, isometric testing preformed and no noise was noted. The patient will continue to be monitored on merlin.net.